Event description:
The lead was capped on (B)(6) 2011. Used as rate sense portion of system. Impedance measured greater than 2000 ohms and no capture at 7.5v@2.0ms. The procedure took place at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).